Manufacturer narrative:
Supplemental medwatch report will be submitted upon completion of evaluation. Section f1-14: has been completed by the MFR. If add'l info is received a supplemental medwatch will be submitted.

Event description:
Rptr states, "when external package was peeled back the inner tyvek seal was noted to be unsealed." This event did not cause any adverse consequence to the pt or delay in surgical or anesthesia time.